Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 6 bd insulin syringes with the bd ultra fine¿needles had dimension or mixed product issues. The following information was provided by the initial reporter : the customer reported the length of the needle is 12.7mm but some devices had apparently shorter needles and the customer is suspecting that the other cat# products may have got mixed in with the supply.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-jun-2022. H6: investigation summary customer returned (3) 0.5ml syringes. The needles of the syringes were all measured at approximately 8mm in length, much less than the 12.7mm intended for the reported product type. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of shorter needles than intended for this product. H3 other text : see h.10.

Event description:
It was reported that 6 bd insulin syringes with the bd ultra fine¿needles had dimension or mixed product issues. The following information was provided by the initial reporter : the customer reported the length of the needle is 12.7mm but some devices had apparently shorter needles and the customer is suspecting that the other cat# products may have got mixed in with the supply.